Manufacturer narrative:
This report is being submitted to report corrected and additional information. The previously submitted report, 0002023141 - 2021 - 03364 - 2, incorrectly reflected a summary investigation for an inability to achieve primary stability event. The nature of the event could in fact not be determined, as no information was available about the circumstances of the event, even after due diligence to acquire information was performed. A standard product investigation has now been performed and the results are reflected in this submission. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: investigation conclusions h10: additional narratives/data the product was returned and the reported event could not be verified since the exact details of event and patient anatomical conditions were unknown. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse events or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR and complaint history review could not be performed since the lot number associated to the item was not provided. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Functional testing could not be performed due to the nature of the device and event (no information provided). Therefore, the reported event could not be recreated. The complaint is not related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional and corrected information. The implant was previously reported as unknown. However, it has been identified to be a tsvwb8. The following sections are being reported: g4: additional 510(k) numbers are k011028 and k013227 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the item tsvwb8 dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable due to lack of objective evidence towards the event. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
Tsvwb8 & unk implant - teha4503 - removed (do not replace).

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that an implant was removed. The reason for removal is not known at this point.